Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se device after a prostatic artery embolization (pae) procedure, with a 5fr sheath. Reportedly, incomplete closure occurred with a starclose se device. The patient experienced pain and a small hematoma was observed. Manual arterial compression was applied to treat the hematoma and achieve hemostasis. There was no clinically significant delay in procedure. It was further reported that the patient later died, but was unrelated to the starclose device. No additional information was provided.

Manufacturer narrative:
The device location was not provided; however, the device is not being returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported event could not be determined. Factors that contribute to failure to achieve hemostasis include, but not limited to, manufacturing, user pulls back on device during clip deployment. A conclusive cause for the reported patient effects of hematoma, pain, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Ina.